Manufacturer narrative:
(B)(4). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Event description:
During follow up, the device showed signs of premature battery depletion. The device was explanted and exchanged. The patient is in good condition with no adverse consequences.

Manufacturer narrative:
The device longevity was evaluated using the diagnostics stored in memory of the device. The longevity was normal. The device functionality was tested using test leads and resistor loads. No anomaly was detected. The device was normal during testing.